Event description:
It was initially reported that the pt had died, and there was no further details available on the circumstances of death other than she passed away in the middle of the night with no concerns of the night before. The death was not witnessed. The pt has had an autopsy performed, but the report has yet to be finalized and is not expected to be available for approximately 3 months due to processing. As a result, the death certificate has yet to be available. There has not been a definitive cause of death ruled at this time. The device is expected to be returned to the MFR for analysis from the coroner's office. The physician's office did not believe that the pt's death was related to vns. Last known diagnostics performed were within normal limits.